Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total abdominal hysterectomy, the suture failed to be passed by the device and fell into the vaginal cuff. The suture was found and removed manually with a laparoscopic grasper. The surgeon had the staff open a laparoscopic needle driver and an appropriate suture, then closed the cuff via this method. There was no patient injury.